Manufacturer narrative:
(B)(4). Carefusion issued a return goods authorization (rga) number to the distributor in (B)(4) for the return of the alleged faulty device to the carefusion service department for evaluation and repair. As of the (B)(6) 2015 the alleged faulty device has not been received.

Event description:
A carefusion sales consultant on the behalf of the distributor in (B)(4) reported that the device is alarming "motor fault". There was no patient involvement reported.

Manufacturer narrative:
Failure analysis (fa) lab received a vela front bezel and vela muffler tube. No visible cracks were note on the vela front bezel. The mounting tab and mounting post are cracked. The vela front bezel and the muffler tube were scrapped. Failure analysis (fa) lab received a vela main pcba. Upon initial startup unit received 'xdcr fault' (2, 0, 706). Fa performed xdcr calibrations. Exhalations flow xdcr failed calibrations. Transducer faults. The main pcba was scrapped. Failure analysis (fa) lab received a vela membrane switch. Component was damaged. Sections of paint are worn away. The vela membrane switch was scrapped. Failure analysis (fa) lab received a vela base assembly. Component assembly was connected to a known good unit via hoses and powered in service mode for testing. Fa performed a leak test and testing failed. The turbine was then set to 5000 rpm and the leak detector was applied. It was found that several locations were leaking on the base. The base was disassembled and several cracks were found in the areas that were leaking. The base assembly was scrapped. Failure analysis (fa) lab received a vela muffler end cap. The assembly was received damaged. The reported fault of muffler end cap was confirmed. The muffler end cap was scrapped.